Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided. The actual complaint product was not returned for evaluation. A photo of the weighted end was provided by the customer. All information reasonably known as of 19 aug 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint comp (B)(4).

Event description:
It was reported that the weighted end of the ng [nasogastric] tube separated and passed through the patient. The tube was placed on (B)(6) 2020 and the weighted end was passed during the shift between (B)(6) 2020. No patient injury was reported. Additional information received 29-jul-2020 indicated the ng tube was removed on (B)(6) 2020. The tip was inspected and thought to be intact, device had been in place since (B)(6) 2020. On changing the patient's diaper, the parent noted what appeared to be a long piece of tubing. No medical treatment was required and the current status of the patient is "discharged home."

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A photo of the weighted end was provided by the customer and the reported incident was confirmed. However, root cause could not be determined. All information reasonably known as of 04 dec 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.